Event description:
Edwards received information that this 21mm bioprosthetic heart valve was implanted into a patient. The surgeon weaned the patient from bypass initially; however, there was a peculiar leak which was initially felt to be from the aorta to the left atrium. The heart was re-arrested and the valve seemed to be "quite intact." However, due to the area of leak that was observed on echocardiogram, additional sutures were placed. Repeat echo no longer showed leakage. No additional details provided.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the device was not returned to edwards for analysis as it remains implanted in the patient. Without return of the device, edwards is unable to conclusively determine the root cause for this event. Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Reference MFR report #2015691-2014-02440 and user facility #(B)(4).